Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The test performer reported that they administered the binaxnow¿ covid-19 antigen self test (B)(6) 2021 on two individuals and both test generated positive results. The test performer confirmed a purple line on the control and sample window. The two individuals were informed by the healthcare provider to re-take the test. Repeat testing was performed (B)(6) 2021 with the binaxnow¿ covid-19 antigen self test on both individuals. The first individual's test generated a positive result and the second individual's test generated a negative result. The test performer confirmed the second individual's test displayed a purple line in the control window and no line in the sample window. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/lot 153670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-430h/lot 148383. Test base part number 195-160/lot 153670. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.